Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient with 3-lead ECG electrodes for cardiac montioring. According to the reporter, the device displayed excessive artifact and would not display the patient's ECG. The transport ambulance arrived with an0ther monitor and the patient was connected to it and transported to the hosptial. No adverse affects were reported to the patient as a result of the alleged malfucntion.